Manufacturer narrative:
Reporter email address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: broken shell, opening crack and missing shell. Leak test and microscopic analysis were performed which identified: striated broken on posterior, delamination partial of the valve and opening crack of the valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve, a delamination partial of the valve (adhesive failure), a striated broken assessed as surgical damage, and missing shell assessed as inconclusive".

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.